Event description:
The customer contact reported that during preventive maintenance testing at the user facility,t he device alarmed with a s321(motor error-pmc, left) malfunction alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The probable cause of the s321 malfunction was due to a broken rtv seal on the mr2 motor. An investigation found that the rtv issues were caused either by rtv being under applied to the specification or excess grease from the o-ring installation was not removed and the rtv is applied over the grease. The rtv may not hold the motor in place under a load which will result in a s321 malfunction alarm. This report represents all the information known by the reporter upon query by hospira personnel.